Manufacturer narrative:
Approximate age of device ¿ 3 years and 4 months. The event occurred at (B)(6). Device analysis: evaluation of the returned pump post-explant revealed a tissue-like thrombus adhered to the inlet bearing ball. The tissue appeared denatured and showed laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. A white deposition was identified loosely seated on the proximal side of the outlet stator. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. A specific cause for the depositions and a duration of their presence within the pump could not be conclusively determined. No issues related to device thrombus were reported for the patient prior to the heart transplant on (B)(6) 2018. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient received a heart transplant on (B)(6) 2018 from the regular transplant list due to organ availability. The patient was asymptomatic. During the manufacturer's investigation of the returned pump, thrombus was confirmed.